Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer experienced different blood glucose level of 300 mg/dl, 400 mg/dl and 425 mg/dl. The customer was treated by bolus with insulin pump. The customer did not report symptoms as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The customer stated that insulin pump had insulin flow blocked alarm and during high pressure test insulin pump alarm insulin flow blocked alarm. The insulin pump will not be returned for analysis.